Event description:
Initially it was reported: "the arm of the sara lift broke off minutes after the resident was placed on the toilet. The arm fell onto the resident's lap giving him a skin tear. Staff in the room heard a "pop" noise as a bolt broke off." Device examination and additional info provided by technician showed that general condition of the lift was good. From attached photos it appeared that there are no signs of misalignment (i.e. Bent out of shape). Ref MFR #3007420694-2014-00011.